Event description:
The manufacturer received information alleging respiratory tract irritation. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in relation to a repaired dreamstation auto CPAP. The manufacturer received information alleging respiratory tract irritation. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed. On the previously submitted report, the wrong type of reported complaint was selected. It is corrected on this report and updated to a serious injury